Event description:
The customer reported that the ambient light assembly keeps falling out due to broken clips. There was no patient involvement. (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction noted. The customer informed maquet that he will repair the unit himself. (B)(4).